Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was discovered that the noise occurred due to faulty cable. The root cause of the faulty cable could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿. ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ . ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿. ¿do not use excessive force when wiping the external surfaces of the camera cable.¿. "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ . ¿never use a clamp or forceps to attach the camera cable to another object.¿. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed that the customer high-definition autoclavable camera head has an intermittent image problem, ¿screen blackout occasionally¿. The customer¿s reported problem was found during inspection before use. No patient involvement. There was no delay and scheduled procedure was completed with another similar device.

Manufacturer narrative:
The subject device was returned to olympus for repair/evaluation. The customer¿s reported problem was not confirmed/duplicated. The evaluation found the image was noisy when manipulating the cable and the cable unit was scratched. The device was last service via repair in (B)(6) 2022 due to the clamp screw of the coupler falling off. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly